Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the patient presented with angina and the procedure was to treat totally occluded mid right coronary artery (rca) lesion. The lesion was pre-dilated with a semi compliant balloon dilatation catheter. The 4.0x23 mm xience prime stent was deployed at 16 atmospheres; however post implantation, a distal edge dissection was noted. Another xience prime was used to treat the dissection and the procedure was completed. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.